Manufacturer narrative:
Product event summary: the pscc100 of lot number: 0012702691 was returned and analyzed. The visual inspection was carried out. The appeared intact without any visible issues. Catheter to a returned catheter interface cable (cic) connection evaluation was carried out. The catheter was connected to a returned catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. Mechanical verification of steering and slide mechanisms was carried out. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Catheter identification and ablation testing was carried out. The catheter was reprogrammed before connection to the generator via a returned cic, and therapy deliveries was successfully performed. X-ray imaging confirmed the presence of an electrode wire detached from the electrode ring. Hipot verification for the integrity of electrode wires insulation passed. Electrical continuity testing revealed electrode ring (e9) open loop with both returned and lab test cic. In conclusion, the cable connection issue was not observed/reproduced the catheter failed the return product inspection due to a broken electrode wire in the spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, there was a noisy electrogram and noise on electrode nine, which prevented signal observation. Additionally, there was a cable connection issue. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.